Event description:
The hospital reported that during a coronary artery bypass procedure, the suction tubing from the off-set foot on the om-9000s detached. A replacement unit was used to complete the procedure. There were no pt effects the product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the tubing of the off-set foot of the stabilizer had been detached/cut off and was not returned. The spring was still intact and attached to the device. There was no evidence of blood on the device. Based upon this observation, the reported complaint for "tubing detached" was confirmed. Internal file number - (B)(4).